Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited loss of capture. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned. Set screw marks were noted on all terminal connectors. Detailed analysis was not performed. Direct current resistance test showed conductive paths to be in specification. Analysis concluded that the lead operated within specification.

Manufacturer narrative:
The lead was explanted and replaced. The lead will be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated. The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.